Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system to treat a patent foramen ovale (pfo). During implant the right disc of the device took on an oval shape. Another attempt was made to re-deploy the device but the oval shape maintained. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformation could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Potential causes of device deformity include the use of an incorrect size delivery system, anatomical interference, or angulation/kink in the delivery system upon deployment. Information from the field indicated that the correct size delivery sheath was used, and there was no reported anatomical interference, angulation, or kink in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported off-label use was associated with the use of the device for patent foramen ovale (pfo) closure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instruction for use (IFU) artmt600034247 rev. B, "contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."